Event description:
Health professional reported implantation of seri surgical scaffold placed with concomitant breast implants. The health professional reported "left breast incision dehiscence" and "infection". A portion of the device was removed.

Manufacturer narrative:
Medwatch sent to FDA on 7/9/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of wound dehiscence and infection are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows:" adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.